Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far r-wave oversensing. Programming changes were implemented. There were no patient consequences.

Manufacturer narrative:
Correction: h6 corrected to "unexpected medical intervention".